Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was not able to connect the phone with pump. The blood glucose value at the time of event was unknown. No harm requiring medical intervention was reported. Troubleshooting information was unknown.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations an attempt to reproduce the reported event using the minimed mobile app (software version 1.2.1) installed on device galaxy s21 5g, android 12 with 780g pump (software version 6.7) was made. It was reported as esf (B)(4), reset to factory state resolved the issue and then it was not reproduced after more than 20 attempts. Most likely the connection issue was related to the user's device hardware/software as performing a factory reset helped to resolve the issue. However, the logs did not contain enough information to determine the root cause. The software performed as expected per ble connect ios and android mobile *software requirements specifications - (B)(4). Technical support provided the generic steps to resolve the issue, and later the issue was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3,h8 and g2 section. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device will not be returned for analysis.